Event description:
It was reported that a c5602 36khz disposable wrench had a foreign material found inside the packaging. The issue was found upon the incoming inspection and did not involve a patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.